Event description:
It was reported by service report that the zoom drive and the foot end casters failed. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Zoom function not working properly.